Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found enclosure dirty and scuffed, line cord is old and worn. Line cord is also loose. Device was filled with water, temperature check attached and powered on. The complaint was confirmed as a result of a bad pump. The problem source was determined to be unknown. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported the device did not have circulation. There was no patient involvement.